Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the proper air removal techniques. All supplies were changed to resolve the issue. Customer¿s blood glucose (bg) level was 300 mg/dl to ¿high¿ (specific bg value was not provided) with ketones and vomiting. A correction bolus of insulin was administered to address high bg.